Manufacturer narrative:
.

Event description:
Dealer stated that the front rigging center mount brake cable assembly on a tdxspbase power chair needs replaced due to normal wear and tear, there is a lot of wiggle room.